Event description:
It was reported that water goes into the port but will not inflate the cuff. There was a patient involvement and patient harm recorded. The operator of the device was the lay user or patient and it did occur at the patient's home. The continued leaking cuff caused pneumonia and chocking. Hospitalization for one week on antibiotics but the most recent was an emergency trach change. The outcome of the event has been reported as resolved.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.